Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was noted the pacemaker exhibited loss of capture and rendered the patient asystolic for several seconds. The suggested cause was the wedensky effect in which high output pacing would prevent capture at normal thresholds. Programming changes attempted resulted in pectoral stimulation. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. The pacemaker was returned for analysis. Functionality, temperature, and longevity analysis were normal with no anomalies found. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.